Event description:
--

Manufacturer narrative:
Additional information was received that all lead functions were checked and found to be working appropriately in terms of pacing and sensing so there was no changes made.

Event description:
Additional information was received that this lead was explanted along with the device. Insulation damage was noted. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance. The field representative has been contacted. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided. The field representative indicated the hospital kept the device.